Manufacturer narrative:
Analysis of the lead (lot #va0vu9l) found evidence of depth stop damage in the lead insulation and stylet wire 2.5cm from the proximal end. A short in the lead could not be confirmed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory . (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a lead issue found during procedure. The lead was implanted as usual. An impedance check was done and contacts 0 and 1 continued to show a short/out of range-low. There was low impedance of 30 ohms. The twist lock cable was taken off and repositioned and another check was done. Contacts 0 and 1 continued to show a short. Based on mer recordings, contacts 0 and 1 were in the desired area of the subthalamic nucleus (stn). Therefore, the neurologist wanted a new lead put in and the lead would be investigated for damage. A different product was used. There were no problems with the second lead. The same twist lock cable was used. There were no patient symptoms reported and their status at the time of report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.